Event description:
It was reported that a merlin.net transmission showed device exhibited episode of non-sustained lead noise due to post-paced t-wave oversensing. The patient was asymptomatic. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.